Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the implantable neurostimulator was put in for their back and they still had pain in their back. Pt said the ins really hadn't helped since implant. Pt said the ins has helped a little, but they still had a lot of pain. The patient reported that their stimulation wouldn't stay on, stim kept going off. Pt clarified every time they turned stim on, stimulation would only stay on for a little bit, then would shut off. Pt then mentioned when they "put it on", doesn't register then when they put it on MRI says the "meter" is off, so they take off MRI mode and turn stim on, however stimulation would turn off again later. Pt also mentioned the ins battery would run down real quick. Pt said last night the ins was charged but when they woke up, the battery was empty so they charged ins and confirmed they turned stim back on afterwards, but when they checked later, stimulation was off. Pss asked if pt noticed any pattern or activity when the issue happens, but pt said they don't keep their settings where they could feel stim, so they can't tell exactly when stimulation turns off. Pt also denied any changes in settings or falls. Pt said the issue started maybe a week ago, and now they were really hurting as the ins didn't completely take pain away but stim does help their back some. Pt unlocked controller during the call and reported stimulation was on, on group b. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue.